Event description:
It was reported to sunrise medical that on (B)(6) 2013 a malfunction involving a zippie voyage stroller had occurred. The dealer reported to sunrise medical that the stroller seat frame had fallen out of the base frame twice. There were no injuries involved due to this malfunction.

Manufacturer narrative:
Sunrise medical sent out a replacement zippie voyage stroller to (B)(6) on (B)(6) 2013 as a warranty replacement to the defective unit. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.